Event description:
Customer's sister reports that the customer had a hypoglycemic event when the advantage meter reading did not match his symptoms. Customer obtained a glucose value of 161 mg/dl at 22:25, after he had taken 10 units of novolog and 20 units of lantus at 21:00. Customer's sister noticed that the customer was disoriented and irate at around 22:25 at the time of the reading. Sister called the emts who tested the customer at 44 mg/dl on their meter at 22:40. Emts gave the customer oral glucose treatment, and sister fed the customer. Customer recovered about 15 minutes later. There was no delay in treatment or inadequate treatment. Requested return of suspect device and strips, and replacement was sent.